Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter would not power on. The patient indicated that the alleged meter issue started on eleven days earlier, during the morning time. The patient did not take any actions related to diabetes treatment as a result of the alleged issue. On an unknown date after the reported issue began, the patient developed symptoms of a headache, nervousness, disorientation, and vision problems. The patient denied receiving medical intervention. The patient was able to test on a backup meter and reportedly obtained blood glucose results of "170 and 134 mg/dl." However, the dates and times of the readings were not provided. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what changes (if any) the patient made towards the regimens because of the alleged issue, and if the patient was able to use the backup meter before and during the time she was symptomatic. In addition, it would have been helpful to know when the reported meter results were obtained, what date/time the symptoms developed, and what actions the patient took before and during the time she had symptoms. The meter, test strips and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms which are suggestive of severe high or low blood glucose after the alleged meter issue began. It is unclear as to what duration of time the patient was unable to test because of the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.